Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem was resetting. The cause for the power-up failure was isolated to corrosion on the pins on the battery board within the charger. The cause of the corrosion was likely contamination of an unk material. The root cause of the contamination could not be positively identified but was likely ingress of an unk foreign material. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any problems.

Event description:
A review of service data detected a reportable problem. During evaluation, battery charger/modem sn (B)(4) was resetting. The last pt to use this battery charger/modem did not report any deficiencies.